Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Caller alleges insulin leaked out of the transfer set connector. No adverse event reported. Requested return of the alleged device for evaluation.